Manufacturer narrative:
One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of no power to the device was confirmed. The event log did show high pressure alarms. Service found the motor was intermittent. Service will replace the motor. Use testing was performed. The problem source is the faulty motor.

Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave error 10037. There are no known adverse effects.